Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been 2 other similar events for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The bha was done with centrax bipolar cup, v40 head and accolade 2 stem at (B)(6) 2018 for femoral neck fracture. At (B)(6) 2018, infection was occurred and the surgeon cleaned the surgical field, exchanged the head and cup. The stem was not changed. At (B)(6) 2019, the patient was recovered. Infection was confirmed clinically, microorganism unknown. Pre-existing conditions: "stomach cancer". Right side.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation, the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The bha was done with centrax bipolar cup, v40 head and accolade 2 stem at (B)(6) 2018 for femoral neck fracture. At (B)(6) 2018, infection was occurred and the surgeon cleaned the surgical field, exchanged the head and cup. The stem was not changed. At (B)(6) 2019, the patient was recovered. Infection was confirmed clinically, microorganism unknown. Pre-existing conditions: "stomach cancer". Right side.